Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was bent and it was visually noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead dislodged at some point after implant. The device was interrogated a month after implant and the atrial lead was found to have high thresholds, undersensing, and an x-ray confirmed lead dislodgement. Lead repositioning was attempted but adequate thresholds could not be obtained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.